Event description:
It was reported that the patient was in the ER with psychotic behavior since (B)(6) 2012. A drug screen was done and showed benzodiazapine and opiates. Healthcare provider (hcp) was to rule out withdrawal or overdose. It was stated that the symptoms had started 1-2 days ago. It was also added that patient "apparently took out the drug from his pump, unknown what he did with the drug" and was having withdrawal; drug delivered via the device was morphine. Additional information received from the hcp indicated that they were concerned that patient had been trying to get out the drug himself. Hcp attempted to aspirate drug out and none came out; they expected patient to have a few weeks' worth of drug left at that time. Patient was admitted to hospital, was discharged (B)(6) 2012; diagnosis was narcotic withdrawal. Patient was in an altered mental status while in ER. Patient was to follow up with the implanting physician in (B)(6). Per the hcp, they doubted if the pump was refilled as nothing was in record to note that. Patient was discharged with ms contin (oral morphine).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2010-(B)(6), explanted: unk. (B)(4).